Event description:
A surgery on the thoracic and lumbar spine for a fusion to stabilize a fracture at l1, with intended placement of 6 bilateral pedicle screws in t11, t12, and l2, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. A CT was acquired prior to the surgery, for use with the navigation. During the procedure the surgeon: made an incision and exposure over the surgical region of interest and attached the navigation reference to the patient. Began the patient registration to match the display of the navigation to the current patient anatomy, indicating in the software the desired vertebra to be registered by planning registration points on vertebra t12 on the preoperative CT in the software. Completed the patient registration by using the navigated pointer to acquire the registration points on the patient's bone surface of (believed at that point of time) t12. Verified the accuracy of the registration and accepted it to proceed. Placed bilateral pedicle screws at (believed at that point of time) t12 using navigated instruments. Repeated the registration procedure and bilateral pedicle screw placements at (believed at that point of time) t11 followed by l2. Acquired anterior and lateral x-rays after the screws were placed and did not note any incorrect placements at the time. Completed the surgery. A post-operative scan was acquired at an unspecified later date and the surgeon determined that the screws had actually been placed in the pedicles of t12, l1 (fracture site), and l3 instead of the desired t11, t12, and l2. According to the hospital: the patient has since recovered from surgery and the fracture (initial indication for surgery) has healed. There is no harm or injury expected for this patient. Despite brainlab's requests for further information, the hospital did not provide any further response, however: there was no report of any specific harm or negative effect for the patient due to the screw placements in the vertebrae other than intended. There was no report of any remedial medical or surgical actions that were done, necessary, or planned for the patient. There was also no report of any prolonged anesthesia or hospitalization.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the patient has since recovered from surgery and the fracture (initial indication for surgery) has healed. There is no harm or injury expected for this patient. Despite brainlab's requests for further information, the hospital did not provide a response, however: there was no report of any specific harm or negative effect for the patient due to the screw placements in the vertebrae other than intended. There was no report of any remedial medical or surgical actions that were done, necessary, or planned for the patient. There was also no report of any prolonged anesthesia or hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the placement of 6 pedicle screws at unintended levels/vertebrae (it was planned to place pedicle screws into pedicles of t11, t12 and l2 and instead the screws ended up in t12, l1 and l3) is a mismatch of the vertebrae planned by the user on the preoperative scan in the software and the actual vertebra at the patient on which the registration points were acquired by the surgeon (erroneously acquired one level inferior to the planned vertebra). The software relies entirely on the user for correct identification of vertebra in the preoperative scan and acquisition of registration points at the same vertebra on the patient; the software cannot compensate a mismatch. This caused the navigation to display the instrument positions on the pre-operative scan deviating by one vertebra level. A possible further contributing factor was the user's acquisition of registration points not following brainlab recommendations to acquire points at different depths and over as large an area of the vertebra as possible: the user only acquired points in small areas of the left and right laminae, and did not acquire points at various depths/heights including the spinous process. Such a generic point acquisition in combination with the user acquiring these points on a different vertebra than was previously indicated in the software enables the software to still calculate (and display to the user for verification) a surface match registration due to the similarities in these surfaces across multiple vertebrae. A registration following brainlab recommendations possibly would have led to no registration match found and helped the user to detect the wrong levels. Apparently, the surgeon did not recognize the mismatch between the vertebra identified on the preoperative scan and the vertebra actually registered with the appropriate and necessary accuracy verification after registration and throughout the procedure, also not following the recommended verification options (e.g. Using a c-arm). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.